Event description:
It was reported that the ilet cartridge leaked with purple liquid observed, which led to elevated blood glucose and the user changed supplies; the event is consistent with a leaking cartridge component. Symptoms included hyperglycemia with a reported peak of 296 mg/dl lasting approximately 6 hours, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management with a manual insulin injection, no hospitalization, and no professional medical intervention. Investigation included follow-up contact and arrangements to recover the affected cartridge for assessment. Investigation of this case revealed a suspected cartridge leak consistent with a device component failure leading to under-delivery of insulin and resultant hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure involving the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.